Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of blood and clinical use were observed. Charred tissue and blood were observed on the heating element. Slight blood was also observed on the harvesting handle. The heater wire was flexed and twisted away from the hot jaw with detachment at the tip. The wire remained attached in place at the base of the jaws. A microscopic inspection was conducted. The silicon was peeled at the tip of the hot jaw, exposing the metal jaw but remained attached. No other visual defects were observed. Based on the returned condition of the device, the reported failure "bent wire" and analyzed failure "peeled jaw" was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cable in the jaws snapped. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cable in the jaws snapped. A replacement device was used to complete the procedure. The hospital did not report any patient effects.